Manufacturer narrative:
(B)(4). Batch # m54164. Trigger post. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the triggers post was found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4) . The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic assisted nephrectomy procedure, there was an incomplete firing of the staple line. Two devices had the same problem, the reloads look to be "long-loaded" and will be returning with staplers. It is unknown how the case was completed. There were no patient consequences reported.